Event description:
On (B)(6) 2013, the reporter in (B)(6), the patient¿s daughter, contacted lifescan to report the onetouch verio iq meter was not holding the charge. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2013, the patient noted the reported meter would not power on and would not hold the charge; she was unable to test her blood glucose level. The patient claimed to have modified her diet due to the meter power issue. The patient also took her usual dose of an unspecified oral diabetes medication and novorapid insulin. In the afternoon, the patient experienced the symptoms of dizziness, ¿feeling unwell¿ and inability to speak. The patient was unable to state whether these were symptoms of high or low blood glucose levels as this was the first time she had experienced these symptoms. A family member took the patient to the emergency room. The patient was unable to provide her blood glucose level as tested in the emergency room. The patient was informed her blood glucose level had ¿dropped¿. The patient was treated with soda and food and felt better afterwards. The patient¿s usual blood glucose level is 180 mg/dl. The reporter was unable to perform any troubleshooting of the meter at the time of the call to customer service. The issue was not resolved. The meter was replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received emergency medical attention and treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Add'l info: test strip lot #: not provided. Date of event: not provided.